Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2012-08035.

Event description:
The customer reported being hospitalized with blood glucose levels less than 20 mg/dl. The customer could not remember anything that happened prior to the event. The customer stated that the paramedics lost her transmitter when she was being taken to the hospital. Nothing further was reported.